Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip completely broken off noted.

Event description:
It was reported that the device¿s reservoir compartment is broken. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 5.6 mmol/l. No further details or information available. The device will be returned for analysis.